Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgical strip package (ID (B)(4)) has 9 sponges instead of 10. No additional information was provided after several attempts.

Manufacturer narrative:
The surgical strip (ID 801451) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: the product problem was discovered before procedure. No surgical delay. The procedure was completed with a replacement product available.